Event description:
It was identified during the periodic review of the programming history database that high impedance existed for a patient's generator. The device was interrogated and a system diagnostic test showed high impedance after multiple tests. No additional relevant information has been received to date.